Event description:
The patient stated he called the manufacturer of his blood glucose meter, because he believes the meter is not working properly. He stated that in 2007, his blood glucose reading had been running between 80-100 mg/dl which was "fairly low." He said that before eating he again checked his reading, and it was 532 mg/dl so he bolused to correct his levels. He stated he does not know how much insulin he bolused, but he began to have an "insulin reaction" that lasted an hour. He stated that during that time he experienced "shakes, sweat, vision, rapid heart beat." He said when he checked his blood glucose reading again it was 29 mg/dl which he corrected by eating two cookies. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.